Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) began emitting tones after 5 years of implant duration. The device is scheduled to be replaced due to battery depletion. The physician expressed dissatisfaction with respect to device longevity.